Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device not recognizing test load. There was no patient involvement.

Event description:
It was reported to philips that the device not recognizing test load. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was not verified/duplicated during lab tests. No fault was found with this therapy board.